Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h4, h6. Corrected: d6, d7. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: e1. Corrected: a2 and d2. New etq record created in order to update etq (legal system) complaint number dint 15789 reason for original complaint: asr revision bi-lateral. Asr xl acetabular system (right). Update from crawford's spreadsheet 28 oct 2011: date of revision, products, description added. Update: left hip implanted (B)(6) 2004 and to be revised in (B)(6) 2012, awaiting confirmation regarding revision. See email attached received from crawfords 20 dec 2011. Update: confirmation received from crawfords regarding products revised. Stem and patient information added, email received 10 jan 2012. This dint is for revision of right hip, please see (B)(4) for left hip revision. Update 21jun2017: additional information received. Reason(s) for revision: alval / soft tissue reaction. Updated doi and dor field and manufacturing dates has been updated as well. This complaint was updated on jul 04, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.